Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number 3013886523-2021-00272. A facility reported that the icp express monitor (826635) was appropriately zeroed prior to insertion in a patient, and readings of icps 30-50 caused the patient to return to theatre for evd insertion. When the icp was removed from patient, neurosurgeons reported that readings were still in the 30s at atmospheric pressure. Additional information received indicates that that the patient presented to the emergency department having fallen from electric scooter at high speed while intoxicated, and suffered right extradural hemorrhage. Her gcs deteriorated from 11 to 3 and she was intubated. She went to ot for craniotomy + evacuation of extradural hemorrhage + insertion of icp monitor. The icp monitor was reading low-normal (icp 8) after completion of this operation which included replacing the bone flap. However about 3 hours later ICU called saying the icp monitor was reading very high (50¿s) while the patient remained sedated and intubated. They noted that the hemodynamic status of the patient was stable despite the elevated icp reading, and would have expected, for example, elevated blood pressure in concordance with a high icp. We were advised that the icp monitor had at some stage been re-zeroed in ICU and was then reprogrammed back to the same initial number that was documented in the operation note. As there was a small degree of uncertainty that the icp readings may be truly elevated we took her back to theatre. When the icp monitor was taken out in the theatre the reading was 34 after removal from patient and exposure to air. When evd was inserted the opening pressure was not elevated at 10cm h20. A new icp was not inserted as it was not necessary with an evd in situ. No further patient impact was reported.

Manufacturer narrative:
The icp express was returned for evaluation. Device history record (DHR) - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the service site was unable to reproduce the fault but noted that the buzzer was working intermittently so the digital control board was replaced as well as the battery. The unit passed full testing and verification to manufactures specifications as well as electrical safety testing. Therefore, the complaint was not confirmed. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. The product was received, and the failure was not able to be replicated. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process.

Event description:
N/a.